Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: yes, return date: 18-mar-2026. H3: yes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited no capture on the first deployment so r ecapture was attempted. It was difficult to align the device and the catheter coaxially, and after about ten minutes of repeatedly advancing and retracting the catheter and tether, the tether suddenly broke, separating the catheter and the device body. Removal was attempted with a snare, but it was likely entangled in the chordae near the tricuspid valve and could not be removed, so it was left in place. The device was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned without the device, analyzed. Analysis indicated the lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the tether and tether pin were received but detached from the delivery system. Visual analysis showed the lumen was torn, and that could cause the tether to stick in catheter lumen and led the tether to be frayed and broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.